Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited loss of capture and discovered to be dislodged during a routine follow-up on (B)(6) 2017. The patient was asymptomatic. The physician attempted to reposition the lead on (B)(6) 2017 and could not pass the lead through the guidewire. The lead was explanted and replaced. The patient was stable throughout the procedure.